Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a ruptured 11 cm in diameter abdominal aortic aneurysm. It was reported that the during deployment of endurant bifurcated stent graft, the aortic pressure appeared to have lowered the endurant stent graft's proximal positon. The bifurcated stent graft was deployed landing approximately 2-3cm below level of lowest renal. A 36x36x70mm aortic proximal cuff was placed landing in good proximal position. The inaccurate delivery was resolved. The physician was pleased with final angiogram. Per the physician, the cause of the event is related to the patient¿s condition, high systolic blood pressure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.